Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was implanted to control tremors on one side of the body. Caller states that the patient had hardly got out of surgery and tremor began on other side. Caller states tremor has been continuous ever since. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.